Event description:
It was reported that a patient had a tvt procedure in 2001. Post-operatively, the patient presented with urinary retention. The patient had a residual of 500 ml. One month post-operatively, the tape was released and the retention partially resolved, with residual going down to 200 ml. But the patient is still symptomatic. Pre-operative urodynamics had not been performed, however the patient had no urinary symptoms other than urinary stress incontinence. The physician performed urodynamics studies which did not show bladder areflexia. However, he noted that on cystogram patient's urethra was slightly elevated and angulated. The tape was cut but no portion was removed and the physician will probably explore the sub-urethral region and perhaps perform an urethrolysis with removal of the sub-urethral portion of the tape.